Event description:
Customer reported receiving erratic readings on their freestyle freedom blood glucose meter. Customer reported receiving readings of 238 mg/dl, 56 mg/dl and 200 mg/dl within 10 minutes. All tests were performed on the arm. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. Although the customer reported self treating with glucagon they reported they did not seek third party medical attention. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested for investigation. A final report will be submitted when investigation results are available.